Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 21mm amplatzer amulet left atrial appendage occluder was implanted in a patient. Post implant, the physician drained 375cc total. The patient is stable.

Manufacturer narrative:
It was reported that post implant 357cc blood was drained. The patient was reported to be stable. Information obtained from the field indicated that there were three partial recaptures during procedure. The patient's activated clotting time (act) level was 309 (in therapeutic range) during procedure. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., echocardiography, procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event. The cause of reported patient effect pericardial effusion could not be conclusively determined. The reported intervention was a result of case-specific circumstances. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.